Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3037, serial# (B)(4), product type: programmer, patient.

Event description:
Information was received from a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported that there was a loss or change of therapy. The patient had 2 bowel incidents yesterday, (B)(6) 2016. The patient was getting poor communication with and without the antenna starting today. There was no telemetry and there was a poor communication screen. The patient had tried new batteries. The patient was not feeling stimulation. The change in therapy/symptoms was considered sudden.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.